Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) was not response to the magnet placement. The icm was not used. The patient was in stable condition.